Manufacturer narrative:
Adding product information and updating evaluation codes.

Event description:
Allegedly the patient was revised due to metallosis; high cocr levels. Stryker dual mobility used with our head and neck.